Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.

Event description:
It was reported that a 980 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.